Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2026, with high blood glucose levels remaining elevated for more than four hours. The patients blood glucose level was 400 mg/dl at the time of admission and patient tested positive for ketones. During hospitalization the patient was treated with intravenous fluids. No further information is available.